Manufacturer narrative:
The reported calcified, retracted and immobile leaflet was confirmed. All three leaflets contained calcifications, limiting their mobility. Leaflet 2 contained 2 small tears and leaflet 3 was torn from stent post 1; all tears were associated with calcifications. All three leaflets were fibrotically thickened. Circumferential fibrous pannus ingrowth was present on the inflow surface. White tissue also covered the outflow surface of all three stent posts, extending onto leaflets 1 and 2. All three leaflets contained folds, with small pinned retractions noted at the free-edge of leaflets 1 and 2 which were pinned by the outflow pannus ingrowth. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings section of the instructions for use (IFU) artmt600099236 rev. A, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis". Furthermore, information from the field indicated "the right pin" was sticking to the aorta. This information, further evidence of which was noted in the degree of damage to the sewing cuff and tissue ingrowth at each stent post, are potential indication of oversizing. Per the IFU, "valve size selection is based on the size of the recipient annulus and the anatomy of the sinotubular junction. Implantation of an inappropriately large bioprosthesis may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. Do not oversize the valve. If the native annulus measurement falls between two trifecta¿ valve sizes, use the smaller valve size. Use only the model tf2000 trifecta¿ valve sizer set for sizing a trifecta¿ valve." As no tear was observed during explant, the existence of tears while implanted could not be confirmed; however, they are each associated with changes in the architecture of the tissue (calcification), which could have been further exacerbated by the pannus ingrowth, as that would have had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015 a trifecta valve was implanted in a patient due to calcification of the patient's native valve. On (B)(6) 2020, the patient was hospitalized due to increased dyspnea with chest pains on exertion. On (B)(6) 2020 the valve was explanted due to calcification and was replaced with a 23mm edwards magna ease valve. During the explant procedure, it was observed that non-coronary right pin is sticking to the aorta. The trifecta valve's leaflet was calcified, retracted, rigide, but no tear was observed. The patient remained hymodynamically stable during the procedure.